Event description:
The customer was hosptialized for high blood glucose. Troubleshooting was performed. The insulin concentration, programming, and bolus history were correct. In addition, a fixed prime test was completed and the insulin exited, instructed customer to call back to perfome the high-pressure test when clamp arrives. Explained customer the importance of two high bg rule.